Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 700cc and suffered several unexplained systemic symptoms, including fatigue, loss of taste/smell, body aches, gastrointestinal problems, vomiting that led to hospitalization, muscles aches, hair loss, skin rashes, abdominal pain, weakness/numbness/tingling on the right side, restlessness, hyperventilation, nausea, chest pain, diarrhea, anxiety, allergies, panic attacks, depression, and asthma. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2020. Patient outcome was improved post-explantation. This report is for the right breast prosthesis.

Manufacturer narrative:
The previous report erroneously omitted the following information: on oct 27 2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Trends for all complaints of systemic disease and/or responses will continue to be monitored by mentor quality assurance. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. " each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).